Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately two years and three months post port placement procedure via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the port allegedly could not be flushed. Reportedly, distal catheter segment was migrated to heart and the distal catheter segment and the port body were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI attached to a groshong catheter in two segments were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. However, the investigation is confirmed for the reported fracture, material separation, difficulty in flushing and the identified wear and deformation issues as a complete circumferential break were noted on the proximal and distal end of the attached catheter. Both the edges of the complete circumferential break on the distal end and proximal end of the attached catheter were noted to be uneven and the surfaces were noted to be granular in one region and round in the other region. Furthermore, a partial compound break was noted approximately 5.5cm from the distal end of the cath-lock and the edges was noted to be jagged and the surface was noted to be granular in both regions. Also, a split was noted approximately 4.6cm from the distal end of the cath-lock. In addition to that, kinks were noted on the catheter attached to the port body. Upon infusion, a leak from the partial compound break on the catheter was observed while water exited the distal end. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and three months post port placement procedure via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the port allegedly could not be flushed. Reportedly, distal catheter segment was migrated to heart and the distal catheter segment and the port body were removed. The current status of the patient is unknown.